Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista ventilator is getting technical failure 401 "inspiration valve or device leaky alarm during start up. Also, noticed active 316 "blower failure" in the alarm history. There was no patient involvement reported with this event.

Manufacturer narrative:
Result of investigation: the exact root cause is not determinable. Most likely lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor. Exact root cause under investigation with I-ch-21-024. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.